Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and it was observed that the pump lost power when the device's motor engaged. This was found to be caused by a failed battery cell of the wireless battery module. At this time, the date of event is unknown.

Event description:
It was reported that a pump would turn off by itself while on dc power after the run/stop key was pressed. The customer stated that there was no patient involvement.